Event description:
It was reported that the colonovideoscope exhibited intermittent e315 scope error. There were colored lines on the screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.